Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation, brown particles, weight to the spectrum, and creases flat. Based on the device analysis the final assessment is: no issues were found related with the manufacturing process further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.